Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection observed that the spring tip was kinked. The filter bag was observed to be in good condition and met specification. All the outer diameter and guidewire overall length were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that blood flow issue occurred. The stenosed target lesion was located in the carotid artery. A 190cm filterwire ez¿ was used for treatment. During procedure, after the device was deployed, it was observed that there was no blood flow. The physician attempted to redeploy the device several times; however, blood was still unable to flow after deployment. The device was removed and the procedure was completed with another of the same device. There were no further patient complications reported and the patient's condition was stable.

Event description:
It was reported that blood flow issue occurred. The stenosed target lesion was located in the carotid artery. A 190cm filterwire ez¿ was used for treatment. During procedure, after the device was deployed, it was observed that there was no blood flow. The physician attempted to redeploy the device several times; however, blood was still unable to flow after deployment. The device was removed and the procedure was completed with another of the same device. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).